Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced syncope one hour post implant. The ipg will be reprogrammed to allow adjustment for rate drop response episodes and remains in use. No further patient complications have been reported as a result of this event.